Event description:
On (B)(6) 2025 - a 46-year-old female patient weighing 47kg was treated with intra-articular injection of 25mg of sodium hyaluronate injection, 100mg of ropivacaine injection and 7mg of compound betamethasone injection at 10 o'clock due to knee joint pain. Ten minutes after the injection, large areas of red maculopapular rashes were seen on the head and neck, limbs, abdomen and back, accompanied by itching. Drug rash was considered and the medication was discontinued. Oral administration of loratadine tablets 10mg for anti-allergy treatment was given, and the symptoms were relieved one hour later.

Manufacturer narrative:
This is a definitive report. This case was reported from a hospital to chinese authority, the chinese sale partner received it on 2025-06-13, and it was forwarded to manufacturer on 2025-06-17. The reporter did not provide any further information. The physician's causality assessment is determined to be "related". Company comment: manufacturer's causality assessment is determined to be "probably" related to our product; artz dispo, considering the time course. However, artz dispo, as well as ropivacaine hydrochloride injection and compound betamethasone were also considered to be suspected medicine.